Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the top collimator blades locked up. Replaced the collimator assembly. Center and completed collimator acrylic block adjustment. Issue resolved. The imaging system then passed the system checkout and was found to be fully functional. Collimator has been received by the manufacturer for evaluation however results are not available yet.

Event description:
Medtronic received information that, while outside a procedure, a "collimator error" status was displayed on the ias. There was no patient present when this issue was identified.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that the part failed bench and homing test. The motors were seized. Visual inspection also confirmed that the collimator was received with unsecured shipping brackets.. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.